Event description:
A 100 ml (100 ml/hr) readymed was prepared with reconstituted rocephin and normal saline to contain total volume 50 ml. Nurse stated infusion time was 20 mins. Expected infusion time = 30 mins.